Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00102.

Event description:
It was reported that the two torque limiting handles would not final tighten the closure tops in to place during surgery. The closure tops remain implanted and the procedure was completed after a delay of one hour. The patient reported pain up to 72 hours post-operatively. This is report one of two for this event.